Manufacturer narrative:
UDI: unknown product code. It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
As reported by the ous affiliate, a microsensor, after being implanted, showed unusually high readings. It was replaced with another to complete the procedure. There were no reports of delay or patient harm.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. A review of manufacturing records found that the component met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found a cut in the catheter material 42.5 cm from the tip, from which the internal wires were exposed. There was also a cut 43 cm from the tip, also with internal wires exposed. There was suture material attached to the catheter and the catheter was mashed at the suture site. Due to the condition of the device as it was returned, no functional testing was possible. Based on the information available, the issue reported could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.